Event description:
The customer reported that during phaco and I/a mode, there was decreased suction. They changed handpieces and still had the same problem. They switched to another unit to finish the case. This caused a delay in finishing the case of about two hours. The operative eye was the left eye (os). On the returned questionnaire, the doctor stated that he did not believe the device caused or contributed to the event.

Manufacturer narrative:
A company service representative visited the site and examined the legacy system. No problem was found. The system was tested and met specifications. The doctor and nurse were advised on how to troubleshoot a vacuum problem.